Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported by the patient's spouse that he has an aspira pleural drainage system. She states that her husband had been coming to the hospital to be drained once a week before having the aspira placed. The hospital said they would get about 1000 ml. The patient is drained at home every other day and gets about 500 ml. Sometimes the drainage is blood tinged and sometimes it looks like urine. Today only 300 ml drained. A second bag was connected and the bulb collapsed and did not re-expand. A a third bag was connected without issue and drained 200 ml.